Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the definitive root cause of the faulty cable unit could not be determined. The instruction manual identifies the following verbiage, which may have prevented the phenomenon: "do not coil the camera cable with a diameter of less than 20 cm. The camera cable may be damaged. Never excessively pull the camera cable, but straighten it gradually when it is coiled. The camera cable could be damaged. Never excessively bend, pull, twist, coil, squeeze, or crush the camera cable. The camera cable could be damaged. Do not use excessive force when wiping the external surfaces of the camera cable. The camera cable could be damaged. Never attempt to lift the entire assembly by the camera cable while the camera head is attached to the endoscope. The camera cable could be damaged. Never use a clamp or forceps to attach the camera cable to another object. The camera cable could be damaged." Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was confirmed. Color bars were present on the display when the cable was manipulated. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer reported that her olympus 4k camera head was not displaying an image when connecting to a processor ¿ reportedly, only color bars were present. According to the initial reporter, this event occurred during preparation for a diagnostic hysteroscopy procedure. The customer went on to confirm that another camera was used to complete the intended procedure without any harm to the patient.